Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports a surgical resident placed a short term dialysis catheter in the femoral vein, upon removal of the guidewire it unraveled but was completely removed. A second guidewire was inserted and became stuck. While removing this second guidewire, it broke off inside the pt. Medical intervention was required to remove the broken piece of guidewire.